Event description:
A customer reported to beckman coulter, inc. (Bec) a low pressure high error and a leak observed under waste canister of unicel dxc 800 pro synchron system. The customer, wearing ppe, placed paper towels under the instrument, and stopped using the instrument. The customer has msds and a waste action plan in place. There was no effect to patient or user.

Manufacturer narrative:
Service visited the site on (B)(4) 2011 and found that di water reservoir float switch was not responding correctly when canister was full. The field service engineer (fse) replaced the switch, and the issue was been resolved.